Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The target lesion was located in the heavily calcified left anterior descending artery. A 2.25 x 32mm synergy stent was advanced for treatment. However, during deployment, the stent delivery system (sds) balloon ruptured. When trying to remove the sds, the physician was unable to push it forward or pull it into the guide catheter. In order to dislodge the sds, the hub was cut off and a 5fr guideliner extension catheter was placed over the wire and stuck sds. The stent balloon was completely removed and the stent was left in place with no harm to the patient or implanted stent.